Event description:
Caller reported a malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer¿s health. Customer received assistance with resetting pump and continued usage without further issues, with instructions to contact technical support if malfunction reoccurred.